Event description:
The facility reports while being transferred, the pt fell from the sling and suffered a laceration behind the ear. The lift has not been inspected yet, nor is there confirmation of the model of the sling used during the transfer at this time.